Event description:
Right ventricular (rv) and left ventricular (lv) lead extraction due to malfunction. Generator change at time of lead extraction. Patient who had a biventricular ICD implant 6 years ago for primary prevention of sudden cardiac death (scd). The patient had her most recent generator change 3 years ago. She was noted to have a fracture of her rv sprint fidelis lead and high pacing threshold through her lv lead. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for extraction of the rv and lv leads and reimplantation of biventricular ICD.